Event description:
It was reported that a patient was explanted during a revision procedure due to uncontrolled bleeding at the anchor site. There are no reports of further complications following the explant and the patient had recovered without sequelae.

Manufacturer narrative:
The device was not returned for analysis. Manufacturing records were reviewed and no relevant nonconformities were found.